Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "after a patient with PICC came back from a tac procedure with contras medium, the transparent tube of had a bubble and it was not functioning anymore for infusion. It seems that the tac procedure went fent. Later a typical damage was realized due to the pressure injection." The PICC was removed and replaced.

Manufacturer narrative:
Qn (B)(4). The sample was not returned; however, the customer provided one photo for analysis. The photo shows the catheter extension line with a bulge. The appearance of the damage is consistent with damage resulting from overpressure of the catheter, however, a complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter". The IFU also states, " use only lumen(s) labeled "pressure injectable" for pressure injection to reduce risk of catheter failure and/or patient complications". Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "after a patient with PICC came back from a tac procedure with contras medium, the transparent tube of had a bubble and it was not functioning anymore for infusion. It seems that the tac procedure went fent. Later a typical damage was realized due to the pressure injection.". The PICC was removed and replaced.